Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07-sep-2025, the user¿s ilet device was damaged at work, likely from being bumped, resulting in a cracked screen and loss of functionality. The user¿s father reported the issue, and a replacement was arranged. The damaged ilet was confirmed for return, with a shipping label and replacement delivery timeline provided. Blood glucose (bg) data was unavailable. No injury occurred. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.